Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. The device had no button error alarm noted during testing. Unable to verify for battery out of limit alarm due to no act button response. The insulin pump was received with a scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 87 mg/dl. Troubleshooting was not performed. The device was returned for analysis.